Manufacturer narrative:
The reported event was confirmed based on the review of the archive data retrieved from the autopulse platform (B)(4); however, the reported event was not reproduced during functional testing of the platform and a root cause could not be conclusively determined. Review of the archive data retrieved from the platform revealed multiple user advisory (ua) 41 (patient temperature sensor failure) error messages on the event date. The platform was functionally tested and the ua 41 error message was not observed indicating that the error message contained in the archive data was able to be cleared. The platform functioned as intended and no functional issues were observed during testing. Although the ua 41 error message was not reproduced and no issues were observed during functional testing, the platform's temperature sensor was replaced to prevent the probability of the ua 41 error message from reoccurring. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. For example ua 41 alerts the operator that the autopulse temperature sensor is outside of specified range during power-on self test or during takeup. Per the autopulse user guide instructions, the ua 41 error message can be cleared by restarting the platform. Additionally, visual inspection the platform found damages on the top cover, and front and back enclosures. Examination indicated that the clutch plate was sticky. These observations were unrelated to the reported event. The damaged parts were replaced and the clutch plate was deburred. The platform was further tested and operated for 15 minutes with continuous compression using a light resuscitation test fixture without any observed errors. The autopulse platform is a reusable device and was manufactured on (B)(6) 2012. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and ccr #s (B)(4) were reported for autopulse platform with serial number (B)(4) for the same ua 41 error message.

Event description:
It was reported that a user advisory (ua) 41 (patient temperature sensor failure) error message was observed on the autopulse platform (B)(4) during morning shift check. No patient was involved with this event. No further information was provided.